Event description:
It was reported that malfunction alarm Malf 12 occurred and pump displayed fault message, and customer contacted support to address issue. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by Technical Support to reset pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and customer acknowledged and understood these instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.